Event description:
Pt states that he had surgery in 2009, for a l2 compressed fracture by dr. (B)(6). During surgery, pt woke up in extreme pain in his left hip. The dr told him, he was not finished yet and he was sedated again. After surgery, pt states that the dr never gave him instructions on how to take care of himself and he never saw the dr since inside the operating room. Since then, pt having to go to pain management for pain in left hip. Pt says he had nerve cauterized and is taking extra strength tylenol and ibuprofen. Pt says he has a lawsuit against the surgeon for negligence, damages, failure to warn pt of side effects of procedure, and bone cement. He is also suing the hospital where the procedure took place. Pt did research and stated the effects are not well known for bone cement long term and the dr did not try any conventional methods before the surgery.